Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. Gehc recommended replacement of the bag/vent switch. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure that affected mechanical ventilation. There was no report of patient involvement.